Event description:
It was reported that a malfunction occurred on the pump, and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump and provided instructions on storage mode and returning the faulty pump. The customer acknowledged these instructions and plans to reach out to their healthcare provider for backup therapy, as no current backup is available.